Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was undergoing treatment for a 4 mm aneurysm of the right internal carotid artery ophthalmic artery. The fracture location was clarified to be at the distal end of the catheter. The cause of the fracture was not determined.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened echelon-10 micro catheter inner pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip appeared to be shaped. The distal tip was found to be damaged proximal to distal marker band. The damage appeared to be consistent with tip shaping. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed. The distal tip was found to be damaged; however, separation/break was not found. It is likely distal tip shaping contributed to the damage of the distal tip. The customer reported having shaped distal tip. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during an aneurysm surgery, the surgeon prepared to use the echelon microcatheter for coil implantation. After normal shaping, while positioning the microcatheter with guidewire assistance, a fracture was found at the tip of the echelon microcatheter. After replacing it with a new catheter, the issue was resolved. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing aneurysm embolization surgery. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm.